Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr) and grade 4+ tricuspid regurgitation (tr). One clip was implanted in the mitral valve reducing mr to 1. Visualization was difficult due to imaging. The clip was advanced to the tricuspid valve, grasping was performed and the clip deployed; however, the clip detached from the septal leaflet and remained attached to the posterior leaflet (slda). Tr returned to 4+. No additional treatment was performed. The patient remained stable. There was no reported adverse patient effect or a clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Device code 1494-labeled - indication for use - used in the tricuspid valve. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify a lot specific product quality issue. It should be noted that per the mitraclip system instructions for use (IFU), the device is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr3+). The off-label use did not likely influence the event. All available information was investigated and a cause for the reported single leaflet device attachment(slda) appears to be related to procedural circumstances (imaging limitations). The reported patient effect of unchanged tricuspid regurgitation (tr) was due to slda. There is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.